Manufacturer narrative:
Patient code updated

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device's "shock is not delivering intermittently". It is unknown if the device was in use on a patient.